Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se conducted an internal and external inspection, performed the pvt, and the device passed successfully. There were no parts replaced.

Event description:
It was reported that during performance verification testing (pvt), the v60 ventilator failed the s/t performance test. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.